Manufacturer narrative:
(B)(4). The user interface module screen was returned and was evaluated by the vyaire service dept. The problem reported by the customer was unable to be duplicated. A failure analysis lab technician reviewed the service department's evaluation and agreed with the findings. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the uim screen on the avea ventilator is very distorted and is no longer readable. The customer stated there was no patient involvement.

Manufacturer narrative:
(B)(4). The vyaire service dept. Evaluated the suspect component. The reported issue could not be duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.